Event description:
It was reported that there was a leak in the valve.

Manufacturer narrative:
The valve was patent and within specifications for pressure-flow testing at 5.5 ml/hr at 0 cm. The valve was not within specifications for all other pressure-flow testing and preimplantation testing. Proteinaceous debris found inside the valve can partially occlude the valve resulting in high pressure flow results. The valve did not pass siphon, reflux, and leak testing due to a cut on the top of the delta chamber. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.